Event description:
My father was walking with the use of a three wheeled walker when the walker collapsed on him causing him to loose his balance whereby fracturing his leg. Due to the severity of his injuries he required many weeks of hospitalization and three surgeries. His medical condition went down hill and he eventually passed away. This walker needs to be pulled immediately from all stores and never disributed again. The cheap mechanism that is supposed to keep the walker from collapsing failed every time I tested it. When I took the walker back to the place where purchased they could care less what happened and did nothing about it. I know there must be many people out there that have purchased the same walker and became injured.